Event description:
It was reported that during an iliac angioplasty procedure, the tip of the balloon detached. The lesion being treated was located in the heavily calcified iliac artery. During the initial inflation, the ultra thin diamond balloon would not fully inflate. The physician tried to remove the balloon and encountered some resistance, with it taking "an enormous amount of backward pressure" to remove the catheter. The tip of the balloon detached, and was reported to "likely be impaled on the sharp calcification, further complicated by the bilateral balloon procedure". Another balloon was advanced to secure the balloon tip against the wall of the artery, and the procedure was considered successfully completed. Patient status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.